Event description:
Customer alleged, an undosed blood glucose result of lo (less than 10 mg/dl) was obtained twice on the active system. The customer had not yet applied blood to the strips. Customer had no symptoms. No treatment or action was taken based on the alleged undosed results. No serious adverse event was reported in relation to the alleged malfunction. Suspect product was returned by the customer; replacement product was sent.